Manufacturer narrative:
No analysis can be completed since the device will not be returned. As with all medical procedures, there are inherent risks, these are outlined in the IFU warnings and precautions. The IFU contains warnings and precautions relating to balloon inflation and vessel rupture. The following is contained in the IFU warnings and precautions section: over inflation of the balloon can cause graft tears and/or vessel rupture. Care should be taken when inflating the balloon in vessels, particularly when inflating in the distal-most area of the stent graft, or in calcified, stenotic, and/or otherwise diseased vessels. The catheter should only be manipulated and inflated/deflated while observing under fluoroscopy balloon is highly compliant. Inflate slowly. Do not over-inflate balloon when modeling graft in vessels. Operator should visualize the stent graft at all times during balloon inflation to detect any movement of the stent graft. Use special care in areas of diseased vessels to avoid rupture or vessel trauma". The device was inflated inside a calcified proximal neck with sub-optimal visualization conditions. No further action is required.

Event description:
On (B)(6) 2017, a patient was undergoing treatment of an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. It was reported that after successful deployment of a trunk-ipsilateral leg component (rlt281412/(B)(4)), ballooning was performed using a qxmédical q50-65 stent graft balloon catheter (lot number s16b004244 or s16a003226, (unknown which lot) to fully expand the endoprosthesis in the 24 mm proximal neck. During ballooning, the patient's proximal neck reportedly ruptured below the renal arteries. It was reported the inflation volume was within instructions for use, and the number of balloon inflations performed prior to rupture is reportedly unknown. It was reported the balloon was fully within the endoprosthesis during ballooning when the rupture occurred. It was further reported the balloon was difficult to visualize on angiography due to the amount of contrast injected at the time. According to the report, the proximal neck was calcified, and ballooning within the calcified neck reportedly caused the rupture. It was reported an aortic extender component was implanted for proximal extension up to the superior mesenteric artery, and then the patient was converted to open repair in order to perform a unilateral renal artery bypass. It was reported that during removal of the cross clamps from the aorta, the patient's condition declined and the patient expired during the procedure. The physician did not request a response. The device will not be returned.